Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown lcp volar distal radius plate; unknown quantity. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, ward, christina m, kuhl, taften l., adams, brian d. (2011). "Early complications of volar plating of distal radius fractures and their relationship to surgeon experience". Hand (6: 185-189). United states article. This article is a case study of complications of volar plating of distal radius fractures in relation to surgeon experience. The purpose was to assess the early complications of the volar locking plate fixation by way of retrospective chart review of 92 patients. 22 complications occurred in 21 patients; a rate of 23%. The complications are listed as, carpal tunnel syndrome, paresthesias or numbness, persistent thenar eminence numbness in the palmar cutaneous branch, transient superficial radial nerve dysesthesias emanating from the area of the temporary k-wire, transient flexor pollicis longus dysfunction, pin tract infections, radiographically prominet screw in the radial styloid, severe finger stiffness and a cast sore this is report 1 of 1 for (B)(4). This report is for an unknown lcp volar distal radius plate and refers to the carpal tunnel syndrome, numbness, infection and nerve dysfunction injuries.